Event description:
It was later reported that the patient had presented to the emergency department for wound dehiscence with tissue around her lvad driveline.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency department due to abdominal wound dehiscence and some sort of wire exposed from the lvad. There was no treatment reported and outcome was resolved. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported wound dehiscence could not be conclusively determined through this investigation. The patient was seen by the emergency department on (B)(6) 2020 with exposed tissue around their driveline due to wound dehiscence. The event reportedly resolved on (B)(6) 2020 and the patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). Additional information was requested form the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 06nov2017. The heartmate 3 left ventricular assist system instructions for use lists wound dehiscence as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.